Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a suture broke and remained in the patient. A flexima apdl was selected for use. Upon removal of the device, drain was cut per instructions and was removed easily; however, self retaining string remained inside the patient's body despite firm pulling. The used metal forceps to remove the string and was able to pull for a few centimeters(cm); however, the string broke 1cm from the skin. After the dressing was removed, the string was no longer visible and had remained in the patient. There were no further patient complications reported.